Event description:
It was reported that a charging cable stopped working, and the customer had been using a third-party replacement since december. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies via two-day shipping and sent a new charging cable to ensure customer satisfaction.